Event description:
It was reported that during a routine follow up, the atrial lead exhibited oversensing which caused auto mode switch episodes. The lead was reprogrammed. The patient would be monitored.